Manufacturer narrative:
Concomitant products: 4196-88 lead, implanted (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2011 product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was interrogated due to a beeping sound heard from the device following a hip surgery. It was noted the lead integrity counter (lic) triggered a lead integrity alert (lia) due to oversensing of electromagnetic interference (emi) during the hip surgery. Upon interrogation, it was noted there was multiple shocks delivered to the patient on the day of their hip surgery. The crt-d remains in use. No further patient complications have been reported as a result of this event.